Event description:
Pt developed chills 1-1/4 hrs into treatment. Treatment discontinued. Antibiotics given posst treatment - vancomycin and centamycin. Temperature reached high of 101.6. Pt denied feeling ill pre-treatment. Pt returned for next treatment 11/11/94, was afebrile and denied feeling ill between treatments.access: left fa fistula, no sis/symptoms of infection. Reprocessed dialyzer and arterial line. Manual formaldehyde reuse system with bleach as cleaning agent.